Manufacturer narrative:
The primary sample was repeated for all other tests and they all matched with the aliquot results. Performance testing and precision were performed with acceptable results. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable crep2 creatinine plus ver.2 result for one patient sample from the cobas 8000 c702 module. The initial result from an aliquot processed by the modular preanalytic system (mpa) was 411 umol/l. The repeat result using the primary sample tube was 57 umol/l. The questionable result was not reported outside of the laboratory. The reagent lot number was 536639. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer adjusted the gear pump, adjusted wash levels, aligned the probes and the cover, and replaced a valve. All check were acceptable. The investigation determined the service actions and maintenance resolved the issue.